Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid submerging your pump in fluid beyond a depth of 3 feet or for more than 30 minutes (ipx7 rating).

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 657 mg/dl, due to pump not delivering insulin. Suspected cause of non-insulin delivery is the pump was submerged in water. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 2-4 days later with the issue resolved and no permanent damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.